Event description:
It was reported that the lead was fractured, and there was varying and high impedances. The lead was explanted. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient was feeling 'weak, presyncopal'. ECG showed ventricular pacing with intermittent atrial pacing and no atrial capture indicative of a lead fracture.

Manufacturer narrative:
Other: it was reported that the lead was fractured, and there was varying and high impedances. The lead was explanted. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient was feeling 'weak, presyncopal'. ECG showed ventricular pacing with intermittent atrial pacing and no atrial capture indicative of a lead fracture. No conclusion can be drawn capture, failure to 1impedance, high, lead(s), fracture of impedance, low.